Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that before the rv lead was explanted, the lead helix was unable to be retracted during lead repositioning.

Event description:
It was reported that after receiving inappropriate shock, the patient presented in the clinic in the following day for device interrogation. The patient did not feel anything prior to the shock and was fine after. There was no egm of the event since the oversensing was set to high priority and ventricular fibrillation (vf) event was overridden. Rv lead dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable throughout the procedure.